Event description:
During left heart catheterization, the dye chamber would not refill itself and had to be manually refilled multiple times. No harm to patient. Manufacturer response for IV tubing, merit manifold kit (per site reporter): manufacturer was contacted regarding this product and concern for serious patient injury. Voluntary recall initiated. Merit medical notified regarding recent incidents. Replacement product was sent overnight to facility and received.